Event description:
According to the distributor, who learned from the complaint through a MDR submission from the user facility, a dandy nerve hook tip had broken offr. The tip was not abserved in the surgical wound, and an x-ray was taken which showed negative for the tip being in the pt. There was no pt injury.